Event description:
Reportedly, during testing, a ¿device alert¿ alarm occurred. This alarm occurred multiple times. The ventilator stopped ventilating when this alarm occurred. Upon reviewing the alarm history, there was also a ¿pressure sensor error¿ alarm. There was no patient involvement reported.